Event description:
After the needle was fully inserted into the patient, the doctor tried to remove the needle. The plastic hub came off of the needle cannula. The cannula remained inside the patient. The cannula was removed with a hemostat. The nurse reported there was no injury to the patient.

Manufacturer narrative:
The device will not be available for return and evaluation. An investigation has been initiated based on the reported information.